Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 19mm valve implanted for eight years, eight months was explanted due to patient prosthesis mismatch, restricted leaflet motion, severe stenosis, and moderate regurgitation. A 21mm 3300tfx valve was implanted in replacement with annular enlargement. The patient was discharged home on pod #9. Per received records, during dissection of dense adhesions, there was bleeding from the rvot. The 19mm valve was explanted. The rvot injury was repaired with a bovine pericardial patch, and a 21mm valve was implanted in replacement. After the patient was discontinued from bypass, there was some hypoxemia and hypercapnia. Bronchodilators were given. The ICU ventilator was utilized. The rv and lv function appeared to be normal. The patient was on inotrope, vasopressor, and methylene blue. There was a significant coagulopathy despite reversal of the heparin, and administration of coagulation products. The surgeon elected to pack the wound with plans to return to the or in 24-48 hours for chest closure. The patient underwent delayed chest closure on pod #3. The post operative course was uncomplicated. The patient was discharged home on pod #9. There is no allegation of device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: updated sections b2 and h6.

Manufacturer narrative:
Reference CAPA: 20-00141.